Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the smart device only vibrated at, or lower than the ultra low alert level of 55. No additional patient or event information is available. Data was provided for evaluation. The reported event of smart device only vibrated at, or lower than the ultra low alert level of 55 was confirmed via data. A root cause could not be determined.